Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure the 1st point of anchorage was made in use at the time of return. Another suture was used to complete the case.